Manufacturer narrative:
The complain allegation is confirmed based on the customer attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the allegation on the ar-4030c-08 was confirmed, and the reported failure is most likely related to a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Direction for use. Dfu-0111-eor2_fmt_en. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
On 11/11/2024, it was reported by a distributor via email that an ar-4030c-08 fastthread biocomposite interference screw broke in the middle during insertion. This was discovered during a procedure on (B)(6) 2024. Additional information received on 11/15/2024: this was discovered during an acl reconstruction surgery. All the broken fragments were successfully retrieved. The case was completed using another ar-4030c-08 fastthread biocomposite interference screw. The case was not delayed as the new screw was readily available.